Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to have residue throughout and device was received with both slides in their initial positions. There were no visual anomalies noted on the device. Upon functional testing, the device was failed to prime. The device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that the left bumper popped out and the right bumper was found not seated in the correct position. No other functional testing was performed. Therefore, the investigation is confirmed for the identified failure to prime issue as the device was not able to prime. And, the investigation is inconclusive for the reported failure to fire issue as the further functional testing was not performed. A definitive root cause for the reported failure to fire and identified failure to prime issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 03/2025), (device, method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the outer cannula of the device was allegedly failed to fire. A coaxial was not used and the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the outer cannula of the device allegedly failed to fire. A coaxial was not used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.